Manufacturer narrative:
(B)(4). Imaging of this case was reviewed by outside professional clinical review. The impression gathered was: per complaint report, the gunther tulip filter was placed for an acr/sir 1 appropriate indication of history of venous thromboembolic disease, underlying hypercoagulable state, and planned surgery. The initial venogram performed from a jugular approach demonstrated normal ivc anatomy. The gunther tulip filter was deployed in an infrarenal location within significant leftward tilt, as detailed above. Immediate post procedure x-ray demonstrated an anterior tilt , in reference to the anterior margins of the vertebral bodies ranging from 11-21 degrees, depending on which vertebral body was used to cannulate the angle. Unfortunately, no cross section imaging was obtained and a lateral venogram was not obtained to confirm the true course of the ivc lumen. The anterior vertebral bodies are only used as a gross estimation of the course of the ivc, and may be significantly in-accurate , depending on patient's anatomy. Follow-up ultrasound of the lower extremities demonstrated no evidence of dvt. X-rays and venogram from time of ivc filter retrieval demonstrated no significant change in location or orientation of a gunther tulip filter. There is tenting of the ivc wall by the right lateral most filter foot extending less than 3 mm outside of the column of contrast, indicating it was not penetrating the wall, but rather just tenting the wall of the ivc. The filter was retrieved and post-retrieval venogram demonstrated no acute complication. There is no discussion in the complaint report regarding the difficulty of retrieval, although, the filter appeared relatively centered within the ivc and did not have any penetrating legs, suggesting it was easily retrievable. Per complaint report, 3 days post retrieval; the patient developed an access site infection which was treated with antibiotics. Access site infections are very rare, and likely the result of inadequate antiseptic skin preparation for the procedure or poor hygiene and possible exposure of the healing incision to the skin flora. In the complaint report, there is no discussion of the technique or product used for preoperative skin preparation, or possible other compounding factors which may have led to the access site infection. In all likelihood, the retrieval device nor the retrieved filter were responsible for the post procedure access site infection. Investigation - evaluation a review of the complaint history, instructions for use (IFU) and specifications was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the device is "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile." The IFU also lists ¿wound infection at retrieval access site¿ as a potential adverse event. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, no product returned and the results of our investigation, the root cause for the reported access site infection is most likely related to user handling/pre-operative skin procedure. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
(B)(4). This (B)(6) year-old white female presented at the time of enrollment with a planned bariatric procedure on (B)(6) 2016 (same day as filter placement procedure). Prior medical history includes a deep vein thrombosis (dvt), pulmonary embolism (pe), factor v leiden, family history of clotting disorder, and diabetes mellitus type ii. The patient is (B)(6) centimeters tall and weighed (B)(6) kilograms. She was not taking antiplatelet or anticoagulant medications prior to the placement procedure. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect(tm) filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. The filter angle of tilt was 11 - &#63537;16 degrees. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 10.2 degrees. Patient was not taking antiplatelet or anticoagulant medications prior to the placement procedure. On (B)(6) 2016 (69 days post procedure), the patient developed an access site infection. Treatment included antibiotics. The investigator determined the infection was definitely related to the retrieval procedure on (B)(6) 2016 (78 days post procedure), the infection was resolved and the patient exited the study.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
(B)(6). This (B)(6) white female presented at the time of enrollment with a planned bariatric procedure on (B)(6) 2016 (same day as filter placement procedure). Prior medical history includes a deep vein thrombosis (dvt), pulmonary embolism (pe), factor v leiden, family history of clotting disorder, and diabetes mellitus type ii. The patient is (B)(6). She was not taking antiplatelet or anticoagulant medications prior to the placement procedure. The patient presented a the time of enrollment in the study with a planned bariatric procedure on (B)(6) 2016 (same day as filter placement procedure). The inferior vena cava (ivc) diameter at the intended filter location was 23 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. The filter angle of tilt was 11 - &#63537;6 degrees. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 10.2 degrees. Patient was not taking antiplatelet or anticoagulant medications prior to the placement procedure. On (B)(6) 2016 (69 days post procedure), the patient developed an access site infection. Treatment included antibiotics. The investigator determined the infection was definitely related to the retrieval procedure. On (B)(6) 2016 (78 days post procedure), the infection was resolved and the patient exited the study. Patient was not taking antiplatelet or anticoagulant medications prior to the placement procedure.